Event description:
It was reported that the user accidentally sat on the ilet device while it was in a back pocket, resulting in a broken screen and device damage that warranted replacement. Symptoms included no reported adverse health effects. Outcomes included continued use of the user¿s cgm with phone or receiver while awaiting the replacement device. The returned device was received. Investigation included standard intake verification, guidance to sync data via the mobile app, instructions to shut down and return the damaged device, and initiation of replacement. Investigation of this case revealed physical damage to the display component consistent with user mishandling and normal use conditions not being followed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage and not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.